Manufacturer narrative:
(B)(4). The carefusion field service engineer reported to have evaluated the suspect device and determined the circuit pressure transducer was at fault and out of range. The fse replaced the suspect component and performed user verification test and operational verification procedure. The suspect component was sent to the failure analysis laboratory for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The issue occurred during patient-use; the customer reported the unit was switch to another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to slow solenoid valve located within the assembly (B)(4). This issue will be internally investigated within carefusion.